Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error, low battery and the sensor glucose is different from the blood glucose. Customer's blood glucose was 183 mg/dl at the time of incident. Troubleshooting advised customer to rewind and prime the pump to correct the issue and then again check the history.